Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11 corrected field : h6 ( medical device ¿ problem code ) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the battery (0146-00-0039) needed to be replaced . After waiting customer approval, the fse replaced the batteries. The unit passed all functional and safety tests as per factory specifications.

Manufacturer narrative:
Due to character limitation in e1 for event site address, the full event site address is (B)(6). Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during testing that the cs100 intra-aortic balloon pump (iabp) unit's battery could not be charged, therefore the machine shut down after being disconnected from ac power. No patient harm or injury reported.